Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017- improper or incorrect procedure or method clarifier failure to follow steps / instructions was added to capture no femoral imaging was performed.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using only one prostyle device using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Femoral imaging was not performed. Reportedly, after closing the foot, the piston separated on the prostyle device. The sheath was upsized to a 9f sheath and the evar procedure was completed. Hemostasis was achieved via surgery. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, after closing the foot, the piston separated [plunger was removed with no suture connected] on the prostyle device. A foot separation did not occur. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.d4 - catalog # updated from "unk prostyle" to 12773-02 d4 - lot # updated from "unknown" to 3061342. H6 - medical device problem code 1562 removed, 1142 added.